Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified coronary vessel. A 5.0 x 40 mm, 40 cm mustang balloon catheter was used for dilatation. However, during second inflation at 20 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.